Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) . Review of the most recent repair record determined that cutter failed the test cut with an incomplete cut. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the product was not in use and was sent in for preventative maintenance. There was no event or malfunction that led to the device being sent for pm. There was no harm or injury to patient as there was no patient involvement. During product evaluation, it was found that the cutter failed the test cut. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.